Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor coupling and it was taking too long to charge. The patient indicated they are unable to get the recharge coupling level past two bars and it was taking 6 hours to charge the ins. Patient confirmed no changes have been made to their charging process and/or with their implanted system. No symptoms reported at this time. Information was received from the patient who responded back from a follow up letter sent to them. The patient reported the replacement of the antenna resolved their coupling issues and indicated they were 160 at the time of the event. Additional information received from the patient reported that the patient was having poor coupling (2-4 boxes) and that it was taking them 4 hours to charge the ins. The ins recharger was overheating after about 2 hours of charging. The patient was not able to completely charge the ins. This issue has gotten progressively worse over the past couple of years. The patient mentioned that the ins seemed slightly tilted in the pocket. A new ins recharger was sent to the patient as they wanted to try a new recharger before getting the ins checked by their managing physician. No patient complications were reported.